Manufacturer narrative:
(B)(4).

Event description:
Patient reported inaccurate cgm values. The reported glucose values fall within the a zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported inaccurate cgm values the reported glucose values fall within the a zone of the parkes error grid.